Event description:
(B)(6), rn stated that ms3 pump is malfunctioning. States that fluid is seen in screen. Screen is blank, and just hears an error noise. No interruptions in therapy as backup pump was available. It is unk if the product fault occurred while in use with the pt. It is unk if the product issue caused or contributed to pt or clinical injury. Serial number provided is (B)(4). No other info known. Dose or amount: 55ng/kg/min, frequency: continuous, results: intravenous. Dates of use: (B)(6) 2016 to (B)(6) 2017. Diagnosis or reason for use: pah.